Event description:
Caller reported a malfunction on the pump with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the pump, and the malfunction did not recur after the reset. It was advised that the customer could continue using the pump and was instructed to call back if the issue arises again.